Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with acute myocardial infarction and cardiogenic shock was implanted with an impella cp for mechanical circulatory support during coronary intervention. A hematoma was noted around the arteriotomy sheath and manual pressure was applied to achieve hemostasis. Accumulated blood was expressed and the hematoma softened. The patient's activated clotting time at the end of the case was 400 seconds and the integrilin infusion was discontinued. The patient was reported to be stable post procedure.

Manufacturer narrative:
The investigation for access site bleeding has been completed. Clinical reported bleeding around the right arteriotomy sheath after the insertion of the guidewire repositioning unit. The pump was returned for investigation and no kinks or abnormalities were observed. The cause of the access site bleeding is most likely due to anticoagulation management, as the act was reported 400 seconds at the time of the noted hematoma.